Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap fell off from the minicap transfer set. The patient was connected at the time of the event. This was observed during initial drain of peritoneal dialysis therapy. The transfer set was replaced. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury, however the patient received antibiotic treatment as a precautionary measure. No additional information is available.